Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred with a one-link non-dehp y-type microbore catheter extension set. The leak occurred at the joint where the syringe connects to the tubing. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and an evaluation is complete. An under water pressure test was performed and verified a leak at the joint between the male luer and tubing. The reported condition was verified. The cause was determined to be human error on the production line. Should additional relevant information become available, a supplemental report will be submitted.